Event description:
I had laser vision correction (B)(6) 2002, to correct hyperopia {farsightedness}. The ophthalmologist that did the surgery, told me that the vision I had would stay the same, that I would be able to see things close up, as I aged I would need reading glasses. This was far from the truth. After the surgery, I have had dry eyes, and he didn't explain this would happen. I had dry eyes before the surgery, and they treated my eyes to prepare me for surgery. They didn't tell me that the surgery was going to make my eyes even dryer than before. Right after the surgery, my near vision was gone. All the doctor did was reverse my vision. I can see far away and my close up vision was destroyed. I have to use reading glasses to see close up, and that doesn't even work well, because my eyes are so dry. It is hard to be fitted for glasses. This had caused a lot of issues in my life. I have tried to make it through nursing school, but my eyes are so bad I didn't make it. It was hard for me to see, event with corrective lenses. As a nurse I needed to see, far and close to read the computers to get and give medications. This was the big issue. The reason I am now writing about this is I am tired of my dry eyes, so I went on line and found this site and I wanted to tell my story.